Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of fainting and cognitive changes.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced continuous glucose monitoring (cgm) inaccuracies and fainted. Patient reported feeling dizzy. Patient checked the cgm and the blood glucose (bg) value was 7.7 mmo/l. Patient checked his bg with a finger stick (fs) and the value was 2.7 mmo/l. Patient remembers trying to get up from his chair and he fainted and fell from a dizzy spell. Patient rose up and after resting for approximately thirty (30) minutes, took himself to the emergency room (ER). At the ER, patient was treated with food and juice. Patient was monitored for about two (2) hours and released. At the time of contact, patient is doing well. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.